Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Upon follow-up, the issue had reportedly resolved and customer declined further troubleshooting with tandem technical support. Customer's blood glucose level was 250 mg/dl.